Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted because the skin over the implant had opened up and the tissue over the implant had turned necrotic. When the issue first started the user stopped wearing the external processor, but this did not resolve the issue and it continued to get worse. It was then attempted to remove the implant magnet, but this also did not resolve the issue. The device was explanted.